Manufacturer narrative:
Initial implantation details unavailable at the time of this report, this report is filed on november 03, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced suppuration and infection at abutment site; subsequently the patient underwent skin revision (date not reported) to clean and close the wound. The implanted device remains.